Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1rhld, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated in the winter, the device stopped working. The patient indicated that external factors that may have contributed to device issue smoking, not turning off device when going through airport security. Program changes at physician office during office visits. The lead was revised and replaced. The issue was resolved at the time of this report. There were no further complications reported at this time.